Event description:
Following pump replacement, the pt went to the ER to have her pump removed; the pt had developed (B)(6) at the pocket site. At that time, the catheter was left in. However, the pt went back to the ER to have her catheter removed; the pt still had (B)(6) at the pocket site. The pt's (B)(6) was treated with IV antibiotics while she was in the hospital and then by oral antibiotics after being discharged from the hospital. The pt was seen in mid-december. She walked with the aid of a walker, got frequent headaches, and had increased neck pain. Lying down relieved the headaches and neck pain. The pt was not doing fine. The pump had been used to deliver fentanyl.

Manufacturer narrative:
(B)(4).